Manufacturer narrative:
A partial lead was returned for analysis. Only the distal segment of the lead measuring 40.1 cm (inner insulation & inner coil), 38.0 cm (outer coil), 39.6 cm (outer insulation) was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead noise were observed during episodes of atrial flutter. There were no episodes of strictly lead noise. The noise had resulted in inappropriate mode switch (ams) and unnecessary right ventricular pacing . The atrial lead was extracted and replaced. There were no complications. The patient was discharged.